Manufacturer narrative:
Additional information received on this case reported the type IV endoleak and the occlusion are both resolved after treatment. No a dditional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on this case reported that an endurant 13x13x82 limb was implanted for the treatment of type. Other relevant devices are: enlw1613c124ej , s/n: (B)(4); use by date: 2014-10-31; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that during a follow up, a residual endoleak that seemed to be a type IV was observed from the ipsilateral limb. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.